Event description:
A 4.0mm diameter x 15mm length medtronic ave s670 over the wire stent delivery system was inserted and placed across the target lesion in the left anterior descending artery. During deployment of the stent, the balloon would not inflate beyond 2atm of pressure. Attempts were made to remove the stent delivery balloon from the undeployed stent, however this was unsuccessful. Therefore, the physician attempted to deploy the stent by manually inflating balloon with a 30cc syringe. It still was not possible to remove the balloon from the undeployed stent. Subsequently, a ptca balloon was inserted into the partially deployed stent, successfully deploying the stent at the intended target lesion. The stent delivery balloon was then removed. There was no additional clinical sequelae reported relative to the event.

Event description:
Additional information received regarding the complaint revealed that there was nothing unusual noticed during negative prep of the device prior to insertion into the pt. A leak in the catheter shaft would likely be noticed during negative prep of the device. Unable to determine the cause of the leak, however, a leak of this size would likely have been caught on the manufacturing floor during leak testing.